Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor gold. Unable to verify a33 alarms due to motor error alarms. The motor tested outside of device and passed. The insulin pump passed the displacement test. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 86 mg/dl. During troubleshooting, the customer reported that the insulin pump had not been dropped or bumped. It was further stated that the drive support cap appeared normal and the customer had never pressed on it. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.